Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 weeks ago from date manufacturer was made aware.

Event description:
It was reported that following an implant procedure, the patient experienced severe nausea, right sided pain under the breast, weakness, and had no appetite. It was unknown if symptoms were procedure related. The patient was admitted for rehabilitation.